Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 27th november, 2020 getinge became aware of an issue with a surgical light volista standop. As it was stated, the underside cover was cracked resulting in missing particles and the spring arm's cover detached. There was no injury reported however we decided to report the issue based on the potential as any parts or particles falling off may lead to the surgical field contamination. Device involved in the event has catalog number ard568812912 and serial number (B)(6). Manufacturing date is 6th november, 2015. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to described event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. As it was confirmed by subject matter experts from the manufacturing site the most likely root cause of the situation occurrence is related to the surgical light sustaining a significant, mechanical shock , probably due to the collision with another device which resulted in cracked, detached parts and also missing particles. Moreover, the device¿s user manual is warning the operator that activities with surgical light should be carried out carefully to avoid damage and risk related with particles falling into the surgical field. Based on this information we can assume that the operator did not follow the warning from the user manual what contributed to the alleged situation. After the event occurrence, the device was inspected by the getinge technician who repaired the faults on the mentioned surgical light. We believe that devices in the market are performing correctly overall. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 27th november, 2020 getinge became aware of an issue with volista standop surgical light. As it was stated, the underside cover was cracked resulting in missing particles and the spring arm's cover detached. There was no injury reported however we decided to report the issue in abundance of caution as any parts or particles falling off may lead to contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).